Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the patient was asked to perform a patient-initiated interrogation (pii). The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. Additional information indicates the ICD system recorded a red alert due to high out of range shock impedance of 129 ohms. Further information was requested. Additional information received indicates the patient has not been seen in clinic and the cause of the high out of range shock impedance has not been determined. The patient will continue to be monitored through latitude. No adverse patient effects were reported.